Event description:
Patient presented for device upgrade. Patient asymptomatic. No anomalies with electrical function of lead. Review of cine revealed externalized conductors. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.